Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for user error since the user deployed an expired product. Per the allegation, there were no issues with the device and it was used by facility beyond an year from its expiration date. There are adequate labeling indications available on packaging to identify the expiration date along with instructions available in instructions for use to ensure that this type of failure mode could be avoided. The exact cause of the event remains unknown. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. Reported to be november 2019. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved angio-seal device sterilization date was expired. On (B)(6) 2020 the patient who underwent cas was transferred to the ward without removing a sheath. On the following day, at the time of hemostasis, it was found that the sterilization date of the angio-seal device that was used for hemostasis was expired. The expiration date was november 2019. Hemostasis was successfully achieved by the angio-seal device, and the patient's condition was favorable. There was no problem with the temperature indicator. There was no health damage reported, and the patient was being followed-up. The procedure before deploying the device was a carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was the right common femoral artery. The vessel diameter is unknown. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.